Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 163 mg/d. The customer changed the infusion set tubing and site; however, the occlusions reoccurred. The customer was to use insulin injections to manage diabetes.